Event description:
It was reported that a clinician used the porcine xenograft along with puros particulate allograft and a biomend absorbable collagen membrane. The patient returned after 5 months for implant placement. The clinician reported to be unhappy with the outcome of the bone augmentation and the implant was unable to be placed.